Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wires in the cable connecting the front therapy electrode and ECG "a" and the trunk cable the root cause for the open wires was excessive force. No adverse event resulted from the open pulse wires.

Event description:
A us distributor returned an electrode belt and reported that the therapy electrodes were non-functional.